Event description:
It was reported by the customer that on (B)(6) 2010, the fiber forward fired at 57,415 joules. No pt injury was reported and the pt was unaware of any problems. The device was not returned for evaluation.